Manufacturer narrative:
The customer reports that the co2 calibration is not accurate and the device displays a replace water trap error. The water trap has been replaced multiple times, however, the problem still remains. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the co2 calibration is not accurate and the device displays a replace water trap error.

Manufacturer narrative:
Corrected data: f14 establishment name, email address, address - line 1 and attn name in the address - line 2, city, state and post office. Name, email address, address - line 1, address - line 2, city, state, post office and phone no. Continued email address and attn name in the address - line 2, and state. Additional information: type of report, follow-up type, device evaluated by manufacturer, event problem and evaluation codes. Manufacturer narrative: the customer reported that the co2 calibration is not accurate and the device displays a replace water trap error message. The device was cleaned and evaluated. The issue was duplicated. The gas sensing unit was replaced to repair the unit. The repaired unit was tested and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.